Manufacturer narrative:
Patient identifier: (B)(6). This report is for psi implant, potential pat number sd900.095/unknown lot. Specific part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially the patient was implanted with patient specific implant (psi) on (B)(6) 2020. The patient suffered from an suspected infection in the implanted area. The infection was reported on (B)(6) 2021, after more than a year. In the end, the surgeon decided not to remove the implant because the source of the infection was not the implant itself. No further information provided. This report is for one (1) unk - psi implants. This is report 1 of 1 for complaint (B)(4).